Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, the pump tested 9 % over volume. No reported adverse effects.

Manufacturer narrative:
Other, other text: one device returned for evaluation. Visual inspection of the device found it to be damaged with a cracked housing. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The customer's reported problem regarding delivery accuracy was unable to be confirmed. Pump ran well within the published specification.